Manufacturer narrative:
Returned for evaluation was a solero probe. As received, only the probe shaft was returned by the end user. A piece of the ceramic tip was also removed and not returned with the sample. Functional testing could not be performed due to the condition of the returned device. Per the manufacturing engineer for this product: the returned complaint sample has tip broken approx. 3mm up from the end of the shaft. This point coincides with the end of the semi-rigid outer jacket. This area has exhibited breakage in a small number of devices. The cause of the tip breakage has not been identified but may be due to a thermal event that induces enough stress to cause a fracture in the ceramic tip material. The customer's reported complaint description of tip fractured and migrated (detached) is confirmed. Root cause of this failure mode has not been able to be definitively determined. The customer's reported complaint description of high reflected power (hrp) was confirmed based on fractured tip and inspection of n-type connector in cartridge and mcx connector in handle. If fluid is observed inside one of these connectors it will trigger a hrp error message. No fluid was observed in the n-type connector but fluid was observed in the mcx. Root cause of fluid inside the mcx is likely placement of the heat shrink boot being placed high up on the mcx as this will reduce contact area on the white cable jacket. This process was revised on september 16, 2020 to better define the boot location on the mcx to maximize sealing along the cable. The top of the boot is to be set at the shoulder of the mcx. It cannot be determined if fluid entered this area during use or migrated there during time to return sample. The root cause of the hrp warning message cannot be definitively determined. The fluid inside the mcx or a fractured tip can create a break/short in the power circuit that would trigger the hrp. No correction is required since a definitive root cause for this event could not be determined. In addition, the device in the complaint was produced prior to the mcx boot placement change and all operators are trained to the current revision. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Inspect the solero applicator's pre-attached tubing sets prior to use. Do not use the device if the tubing sets have any evidence of damage (e.g. Kinks, cracks, etc.). Obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
An end user reported an issue with a 14cm solero applicator. The probe was tested before the procedure as per normal for 10 seconds at 100w. The patient has had a previous ablation with recurrence in the same area as previously treated. The applicator was placed with no difficulty, friction or manipulation in the liver lesion, via an argon 13g introducer needle. The lesion and needle tip were identified under ultrasound and testing was completed. The ablation commenced at 140watts for 6 minutes. 5 minutes into the procedure, an unknown error code (reported as possibly high reflected power) appeared and the procedure was stopped. The applicator was removed from the patient and it was noted that the tip was missing. Two pieces of the tip were visible in the liver, under ultrasound and CT. It was also noted that the end of the applicator appeared black and charred. The radiologist noted that the wattage never exceeded 115 watts, and there was no "white cloud" noted upon completion of the ablation. The ablation lesion was found to be a previously ablated metastasis. The procedure was completed with another same device, in a different location, and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. The tip fragments were retained in the patient's liver. It was reported that the patient is recovering well, no post operative complications. It was indicated the reported device is available for return to the manufacturer for a device evaluation.